Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable, despite attempting to charge with multiple wall adapters and power sources. The customer's blood glucose (bg) level was 164 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved using the replacement usb cable; however, no additional information could be obtained.